Manufacturer narrative:
Evaluation of the event history indicates: no failures were noted on the reported incident date. Prior to the incident date there was 2 battery low alerts but no battery depleted alarms. The pump battery screen shows there were 13 discharges below alarm threshold and 3 charge / discharge cycles. The battery screen will reset after power loss, the battery charge / discharge cycles and discharges below alarm threshold will rest to zero, which occurred as the user continued to use the pump and depleted the battery 13 more times. The event history and the battery discharges below alarm threshold indicates a damaged battery (will not hold a charge). Due to the battery being damaged it will not charge no matter how long it is plugged into ac. A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The baxter sales representative indicated that a sicu (surgical intensive care unit) nurse I reported a triple channel colleague infusion pump that had battery failure during patient use. The pump had been charged all night and all day. Ten minutes after being unplugged and while in the elevator, the pumps reported failed. The nurse noted a drop in blood pressure, and administered a bolus of 2cc of neosynephrine to restore the blood pressure. This is the third pump of three pumps in use at the time of the event which failed. The patient was admitted in 2007, with a diagnosis of acute myocardial infarct, diabetes mellitus, and hypertension. The patient was on a ventilator, intra aortic balloon pump and receiving multiple critical medications including: levophed 32 mcg/50 ml, neosynephrine 40mg/50 ml, amiodarone (dose unknown), heparin 1200 u/hr, propofol 40mcg/kg/min, insulin 3 u/hr and fentanyl 75 mcg/hr. Medications were infusing via a peripheral intravenous (piv) access. It is unknown what tubing set was being used at the time of the event. The patient's vital signs prior to the event. Blood pressure 115/65 (iabp 112/59), pulse - 103, respirations - 16. During: iabp 50/0 on balloon pump. Post: 150/? (Per nurse). At 1700 blood pressure 187/71 (iabp 187/56 1:1). At 1800 blood pressure 118/68 (iabp 95/51 1:1). The patient's status was critical but stable following the event. Patient outcome was good.